Event description:
It was reported that pump displayed malfunction code 13 with an associated fault ID before becoming non-resettable, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.